Event description:
It was reported that during an implant procedure, the physician experienced placement difficulty while attempting to position both right atrial (ra) and right ventricular (rv) leads. The right atrial (ra) lead was noted to have dislodged and showed inconsistent capture. The right ventricular (rv) lead also dislodged and exhibited a drop in r-waves, which was thought to be caused by patient's agitated movements and the rv lead not yet being sutured in. Several attempts were made to position the leads, however the leads were not implanted due to the patient's condition. No patient complications have been reported as a result of this event.